Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and emergency room visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone14.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 700 mg/dl after more than 48 hours of pod wear on the abdomen and did not decrease despite administering bolus doses. The patient reported developing symptoms including blurred vision, difficulty standing, loss of balance, and pain, which prompted her to seek medical attention. The patient presented to the emergency room and reported being diagnosed with pancreatitis and enlarged liver. Hospital treatment consisted of pain medication and unspecified pancreatitis medication. The specific event date was not provided; however, the patient confirmed that she was not admitted to the hospital. The patient further reported irritation at the infusion site upon pod removal described as ¿little bumps.¿